Event description:
The blood glucose monitoring device's box of test strips contained two different check keys. Reporter stated one key reads 163 and the test strips key is for test strips codes 548555. Reporter did not provide what type of test strip is associated with each of the check keys. Reporter stated not receiving any treatment as a result of the alleged incident. A request was made for the suspect product and replacement product was sent.